Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Testing experienced a false upstream occlusion. The pump was calibrated and tested to ensure accurate upstream occlusion detection.

Event description:
It was found during a baxter evaluation that a spectrum pump alarmed for upstream occlusion when none was present. There was no patient involvement.